Event description:
The complainant reported a patient was implanted with an impella 5.0 device for mechanical circulatory support due to cardiomyopathy. While on support the patient developed a hematoma at the insertion site. The hematoma was surgical removed. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.